Event description:
It was reported that the patient had inadequate pain coverage because, the patient was unable to charge the implantable neurostimulator (ins) which started (B)(6) /2013. It was noted that the ins was flipping in the pocket. It was reported that the event was related to the implant procedure. It was noted that the device was explanted. The outcome was reported as an ongoing event. Diagnostic methods include examination/palpation.

Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported that the outcome of the event was ongoing with no further action needed. It was noted that the event was unlikely related to the device or therapy and possibly related to the procedure. It was noted that the severity was mild. Additional information received reported that the etiology was due to the recharge process. It was noted that there was poor coupling. It was noted that specifically the location and body habitus were related to the event. It was noted that the event was not related to the device or therapy and was related to the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the therapy was suspended on (B)(6) 2013.